Event description:
It was reported that during patient treatment there had been an occurrence of stop of ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Low voltage and stopped ventilation during patient treatment was reported. The service engineer confirmed the low voltage alarm and replaced two battery modules. The ventilator was cleared for clinical use after passed functional tests and validated calibration. No part was returned. The evaluation of the received device text log shows alarms for exhausted battery capacity and a power low shutdown on december 06, 2019 one day before the reported date of event during battery operation. The date of event is updated accordingly. The last pre-use check before the event passed one day earlier. Based on the reviewed documentation (servo-I ventilator system user¿s manual) and investigation conducted so far, the root cause of described expired battery malfunction has been determined as expected wear and tear. Described malfunction is related to the following root cause: - expected wear and tear ¿ root cause related to wear of component over a time that indicates that parts no longer function according to specification. Wear and tear of parts is a process, which occurs even when an item is used competently and with care and proper maintenance. Batteries are consumables. According to user¿s manuals, e.g. Servo-I ventilator system, batteries should be replaced after two and a half years from manufacture date. Malfunctions of batteries after expiry date are considered as expected wear. Ventilator service can be performed by the customer, properly qualified by getinge or by getinge qualified technician. Battery age can be checked during preventive maintenance or during daily use and replaced when expired. The ventilator indicates when the battery needs to be replaced.

Event description:
Manufacturer ref.#: (B)(4).